Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited loss of water tightness from the cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the loss of watertightness from cable unit occurred due to gap in cable unit. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.